Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately nine (9) months post initial procedure, the patient presented with an expanding aaa sac (unknown diameter) and a potential type iiib endoleak of one of the iliac limbs. The physician plans to re-intervene but surgery has not been scheduled. Patient's current status is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately nine (9) months post initial procedure, the patient presented with an expanding aaa sac (unknown diameter) and a potential type iiib endoleak of one of the iliac limbs. The physician plans to re-intervene but surgery has not been scheduled. Patient's current status is unknown. Additional information: the physician elected to treat the patient by implanting two (2) ovation ix iliac limbs on (B)(6) 2023. The type iiib endoleak was still evident per ultrasound, however this finding could not be reproduced via angiogram. In addition, a contrast CT (computed tomography) scan could not be performed due to the patient's declining kidney function. The aneurysm sac was found to still be expanding. Fourteen (14) days later, the physician opened the patient and manually embolized the lumbar vessels, which appeared to be feeding the aneurysm sac. Blood flow was confirmed through the alto stent graft without any apparent endoleaks. Clinical assessment identified a type ii endoleak (non-device-related) also occurred.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported ovation ix type iiib endoleak is unconfirmed. The reported significant aneurysm enlargement (of 7mm), additional endovascular procedure (secondary) and surgical lumbar embolization (tertiary) are confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (non-device-related) occurred that was not included in the event as reported. This finding was discovered during an examination of the 13- and 15-month post implant CT scans. The most likely causation for the reported event is anatomy-related due to the type ii endoleak, which likely contributed to the aneurysm enlargement. No procedure-related harms were identified. The final patient status was reported be without endoleak following a tertiary procedure (lumbar embolization). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2 outcomes attributed to ae b5 describe event or problem g3 awareness date h6 health effect - clinical code; remove 1924 h6 health effect - impact code; remove 4614 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.